Event description:
The physician was attempting to coil a wide neck aneurysm located in the vertebral artery, when he found it difficult to keep the coils in the aneurysm. It was reported that one of the coils "outreached" into the parent artery, but it is unknown which coil it was. There were a total of five coils deployed before the subject coil. The patient was reported to be in "stable" condition.

Manufacturer narrative:
Device code: other for coil protrusion.